Event description:
Customer reported false positive results for her father-in-law and a friend when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for the father-in-law. See (B)(4) for friends false positive result. Individual received a suspected false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Repeat cue covid-19 tests performed on the same day as well as the day after provided negative results. Customer states the individual was going to have a sars-cov-2 pcr test performed on (B)(6) 2022, however, the result was not provided. Although requested, customer was unresponsive and did not respond to technical supports three attempts to obtain additional information.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader sn were not provided.